Event description:
A report was received that the patient was unable to charge the ipg. Database analysis revealed that the ipg exhibits premature battery depletion. The patient will undergo an ipg revision.

Event description:
A report was received that the patient was unable to charge the ipg. Database analysis revealed that the ipg exhibits premature battery depletion. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein, the ipg was replaced with a new one. The patient had a battery revision before wherein electrocautery was used. The patient was doing well following the procedure. Device evaluation indicated that the ipg passed visual and electrical tests performed. The complaint has been confirmed. The analog ic was damaged. The battery depletion rate with stimulation off measured 210 mv per day, this exceeds the typical battery depletion rate. The aic damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic, reference er2010. The use of electrocautery during the revision resulted in the reported complaint.